Event description:
Information was received indicating that during use of a smiths medical portex® blue line ultra® tracheostomy tube fluid could not be "sucked" through the cuff's suction port. There was no reported adverse effects.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. The sample was examined and found no visual discrepancies. A syringe was used to pass water through the suction line resulting in the water passing through the suction line, and it passing back; the suction line is not occluded. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The line clearance record of the operations line was reviewed with no discrepancies, training records were reviewed with no discrepancies noted and the suction line bonding operation was reviewed with discrepancies. The flow testing was performed on 32 units noting that no occlusions were presents. Based on the evidence, no root cause has to be determined since the complaint was not confirmed.